Event description:
It was reported the staff was trying to use the system and discovered it would not activate unless the cable was bent. She reported she would have been notified of a pt consequence and there was none.